Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had partial display. No harm requiring medical intervention reported. The customer will discontinue to use the device.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. The device passed displacement test; it failed self test. Self test failed because the vibrator failed to vibrate when it was supposed to. The device was received with bleeding in the upper right corner and horizontal white lines running along the top of the lcd screen. The case was cut open. After visual inspection, there is are traces of previous moisture presence in/around the following: battery compartment, battery board; electrical board 1--back side of the lcd screen. There are some blackened diodes located in the upper right corner of the lcd screen as well. In summary, the customer¿s report of bleeding at the upper right corner of the lcd screen was confirmed during visual inspection. This is due to moisture damage on the lcd screen. The faulty vibrator is due to moisture damage on the battery board which is where it is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.